Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. Device was returned for analysis. Positive pressure was applied to the balloon using an encore inflation device and a leak was noted in the midshaft extrusion. The leak was located at the distal end of the hypotube inside the midshaft. A microscopic examination at the leak site identified a radial tear in the mid shaft, which covered approximately 50%of the circumference of the midshaft. Blood was present in the balloon. There were various kinks along the hypotube. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a bent hypotube and cutting balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous left popliteal artery. The physician encountered difficulty advancing a guiding sheath due to kissing stents in the common iliac artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected and advanced to treat the target lesion. The device was advanced through the previously implanted stents; however, resistance was encounted in the tortuous area of the external iliac artery to the common femoral artery. The device was pushed but the physician felt that the device was bent. Inflation was performed with a syringe and a balloon rupture was noted at the joint section with the hypotube. It was also noted that the hypotube was bent. Procedure was completed with a non bsc device. No patient complications were reported and patient's status was good. However, device analysis revealed a radial tear in the mid shaft.